Event description:
Technician alleged bed exit system not sending a call when set. Bed was in a storage area. No alleged injuries.

Manufacturer narrative:
Technician replaced bed exit tape switch to resolve.